Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device not working. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device not working. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.